Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to unspecified medical reasons. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.